Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No moisture damage found inside reservoir/battery compartment or on electronic/motor assembly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose at the level of 600 mg/dl. Customer was treated with manual injection. Troubleshooting was performed. Device is expected to be returned for analysis.